Event description:
A customer has reported that they continue to have problems with the oxisure/masimo spo2 monitoring system in all their infinity delta monitors used in their ICU. The monitors show readings of spo2 measurements too low, too high or even not at all. The customer reported that after switching from the draeger/masimo spo2 sensors to the nelcore sensors that the spo2 values were correct. No patient injury was reported associated with the reported spo2 measurement issue.

Manufacturer narrative:
Samples of the associated devices, electronic logs and spo2 sensors were requested but were not made available to the manufacturer for analysis therefore, an effective investigation is not possible. No conclusions can be drawn since the requested devices, electronic logs and spo2 sensors were not made available for analysis. We will continue to monitor for the reported condition.